Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of april 29, 2021, was chosen as the best estimate based on the procedure which happened sometime in april 2021, and the day of adverse event reported post-procedure. Blocks d4, h4: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block d6a: the stent was implanted sometime in (B)(6) 2021. Block d6b: the stent was explanted sometime in (B)(6) 2021. Block h6: imdrf patient code e120205 captures the reportable event of hyperkalemia. Imdrf patient code e1311 captures the reportable event of bilateral hydronephrosis imdrf patient code e0307 captures the reportable event of pelvic fluid imdrf impact code f2303 captures the reportable event of medication required.

Event description:
It was reported to boston scientific corporation that a percuflex ureteral stent was used for a right ileal conduit urinary diversion procedure, performed sometime in (B)(6) 2021. The percuflex uds was able to be delivered to the target anatomy successfully and able to allow flow of urine from the kidney to the external collection system successfully through its 20 days indwell time. Twenty eight days following the procedure, the patient experienced hyperkalemia and bilateral hydronephrosis, and fluid in the pelvis, which was managed with intravenous antibiotics. Per physician's assessment, the event was serious, not related to the device, and possibly related to the procedure.

Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of (B)(6) 2021, was chosen as the best estimate based on the procedure which happened sometime in (B)(6) 2021, and the day of adverse event reported post-procedure. Blocks d4, h4: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block d6a: the stent was implanted sometime in (B)(6) 2021. Block d6b: the stent was explanted sometime in (B)(6) 2021. Block h6: imdrf patient code (B)(6) captures the reportable event of hyperkalemia. Imdrf patient code (B)(6) captures the reportable event of bilateral hydronephrosis imdrf patient code (B)(6) captures the reportable event of pelvic fluid imdrf patient code (B)(6) captures the reportable event of urinary retention. Imdrf impact code (B)(4) captures the reportable event of medication required. Block h11: additional information updated field block b2: outcomes attrib to adv event. Updated field block h6: patient codes. Correction to field block d4: model number.

Event description:
It was reported to boston scientific corporation that a percuflex ureteral stent was used for a right ileal conduit urinary diversion procedure, performed sometime in (B)(6) 2021. The percuflex uds was able to be delivered to the target anatomy successfully and able to allow flow of urine from the kidney to the external collection system successfully through its 20 days indwell time. Twenty-eight days following the procedure, the patient experienced difficulty urinating, hyperkalemia, bilateral hydronephrosis, and fluid in the pelvis, which was managed with intravenous antibiotics. Per physician's assessment, the event was serious, not related to the device, and possibly related to the procedure.

Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of april 29, 2021, was chosen as the best estimate based on the procedure which happened sometime in april 2021, and the day of adverse event reported post-procedure. Blocks d4, h4: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block d6a: the stent was implanted sometime in (B)(6) 2021. Block d6b: the stent was explanted sometime in (B)(6) 2021. Block h6: imdrf patient code e120205 captures the reportable event of hyperkalemia. Imdrf patient code e2402 captures the reportable event of distension. Imdrf patient code e2402 captures the reportable event of pelvic fluid. Imdrf impact code f2303 captures the reportable event of medication required. Block h11: correction to field block h6: patient codes.

Event description:
It was reported to boston scientific corporation that a percuflex ureteral stent was used for a right ileal conduit urinary diversion procedure, performed sometime in (B)(6) 2021. The percuflex uds was able to be delivered to the target anatomy successfully and able to allow flow of urine from the kidney to the external collection system successfully through its 20 days indwell time. Twenty eight days following the procedure, the patient experienced hyperkalemia and bilateral hydronephrosis, and fluid in the pelvis, which was managed with intravenous antibiotics. Per physician's assessment, the event was serious, not related to the device, and possibly related to the procedure.

Event description:
It was reported to boston scientific corporation that a percuflex ureteral stent was used for a right ileal conduit urinary diversion procedure, performed sometime in (B)(6) 2021. The percuflex uds was able to be delivered to the target anatomy successfully and able to allow flow of urine from the kidney to the external collection system successfully through its 20 days indwell time. Twenty-eight days following the procedure, the patient experienced difficulty urinating, hyperkalemia, bilateral hydronephrosis, and fluid in the pelvis, which was managed with intravenous antibiotics. Per physician's assessment, the event was serious, not related to the device, and possibly related to the procedure.

Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of april 29, 2021, was chosen as the best estimate based on the procedure which happened sometime in april 2021, and the day of adverse event reported post-procedure. Blocks d4, h4: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block d6a: the stent was implanted sometime in (B)(6) 2021. Block d6b: the stent was explanted sometime in (B)(6) 2021. Block h6: imdrf patient code e120205 captures the reportable event of hyperkalemia. Imdrf patient code e1315 captures the reportable event of bilateral hydronephrosis imdrf patient code e2402 captures the reportable event of pelvic fluid imdrf patient code e1309 captures the reportable event of urinary retention. Imdrf impact code f2303 captures the reportable event of medication required. Block h11: investigation analysis the complaint device was not returned for evaluation. Based on the information available and the analysis performed, the most probable cause of the reported event could not be established due to the lack of physical evidence. A labeling review was performed; it was confirmed that the following adverse events are anticipated in the IFU: distention. Also, there is no evidence the device was improperly used per the IFU, and there is no evidence that there is any issue with translation, wording, or graphics of the IFU/labeling information. A risk review was completed and confirmed that the events of distention and urinary retention were defined in the risk documentation and are documented accordingly in the prr. These events have been accounted during product risk analysis to support acceptable risk benefits for the product. The risk review was not completed the reported "hyperkalemia" is unlikely to be causally related to the percuflex usd device. The impact code of "medication required" is a subsequent event of the primary anticipated events. Therefore, this complaint event was assigned an investigation code of cause not established.

Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of april 29, 2021, was chosen as the best estimate based on the procedure which happened sometime in april 2021, and the day of adverse event reported post-procedure. Blocks d4, h4: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block d6a: the stent was implanted sometime in (B)(6) 2021. Block d6b: the stent was explanted sometime in (B)(6) 2021. Block h6: imdrf patient code e120205 captures the reportable event of hyperkalemia. Imdrf patient code e1315 captures the reportable event of bilateral hydronephrosis imdrf patient code e2402 captures the reportable event of pelvic fluid imdrf patient code e1309 captures the reportable event of urinary retention. Imdrf impact code f2303 captures the reportable event of medication required. Block h11: correction to field block h6: patient codes.

Event description:
It was reported to boston scientific corporation that a percuflex ureteral stent was used for a right ileal conduit urinary diversion procedure, performed sometime in (B)(6) 2021. The percuflex uds was able to be delivered to the target anatomy successfully and able to allow flow of urine from the kidney to the external collection system successfully through its 20 days indwell time. Twenty-eight days following the procedure, the patient experienced difficulty urinating, hyperkalemia, bilateral hydronephrosis, and fluid in the pelvis, which was managed with intravenous antibiotics. Per physician's assessment, the event was serious, not related to the device, and possibly related to the procedure.